Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 18 january 2017. The representative found that the shipping bracket was not seated properly, causing the dingus of the gantry door to engage in a position outside of specifications. Resulting in the gearing to be stuck between the outer skin walls and the inner gantry rail preventing the door from opening and alignment pins from engaging. The representative resolved the issue by resetting the dingus, removing the shipping bracket and re-homing the gantry. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, following a move of the imaging system to a new site, the gantry door would not open properly. When prompting the door to close on the gantry, the message would not exit out on the pendant. No additional information was provided. There was no patient present when this issue was identified.